Event description:
The healthcare provider reported the patient had not disclosed she had an implantable neurostimulator (ins) device implanted. The patient had an MRI of the brain, 1.5t, unknown coil used. The caller reported during the test, the patient did not complaint of any pain or indicated to stop the test. The MRI scan lasted 7-8 minutes. Following the MRI scan, the patient had a slight tingling sensation like she needed to go to the bathroom. The patient had no patient programmer with her and it was unknown if the stimulation was on or off. The event date was noted as (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.